Manufacturer narrative:
The customer declined service, the repair of the device was done house. Device evaluation data is not available.

Event description:
It was reported to philips that the device's battery was not charging. There was no reported patient or user involvement and no adverse patient/user impact.